Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source displayed communication error b30. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9 of the initial medwatch. Device available for evaluation should be "yes". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The field service engineer inspected and repaired the device at the customer site. The inspection determined the scope connector had poor electrical contact. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.